Event description:
Account states they are getting different sodium results for pt samples when compared on two analyzers. In 2007 they had 2 pt sodium results that were initially 121 and 127 mmoi/l. When repeated on the second analyzer the results were 127 and 121 mmoi/l respectively. About 3 days later, a pt sodium result was 134 mmoi/l and when repeated on the second analyzer the result was 140 mmoi/l. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepancy.